Event description:
The product was used during a laparoscopic gastric bypass procedure. Reportedly, the instrument did not work. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
6/29/1998 - it has come to co's attention that this event was submitted in error. This event has been determined not to be reportable as an event in accordance with the medical device reporting regulation.